Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received motor error alarms, no delivery alarm as well as it was not working. Customer¿s blood glucose was 315 mg/dl. Customer stated that another insulin pump was cracked at home. Customer states the insulin did not exit and insulin pump alarmed no delivery. Customer reports insulin exits the tubing. Troubleshooting was declined for motor error alarm. The insulin pump will be returned for analysis.